Manufacturer narrative:
(B)(4). Although requested, the set has not been received for eval. A follow-up report will be submitted with eval results should the device be received.

Event description:
The customer reported the female luer on the t-connector cracked and leaked. There was no pt harm reported and medical intervention was not required. Although requested, no additional pt or event details were provided by the customer.